Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure and patient experienced cardiac tamponade treated with a pericardiocentesis. Transseptal puncture performed, and ablation occurred. During a routine check on intracardiac echo, the pericardial effusion was discovered toward the end of the procedure. Pericardiocentesis of 250cc of fluid removed. The patient was reported to have fully recovered. Correct settings utilized on devices and no error messages observed on the equipment during the procedure.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).